Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation insertion section sheath has multiple twists. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction. It is presumed that internal braid (flexible shaft) could not retain proper operation state temporarily during operation, insertion sheath was entangled by rotating internal braid then resulted in occurrence of insertion section sheath has twists. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the ultrasonic probe exhibited scratches on the insertion section. Event occurred during service / maintenance (not in a clinical setting). There was no patient involvement.